Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "hardening and enlarging, tighter and stretching the skin, and uncomfortable to sleep and feels sore". Additionally, healthcare professional reported capsular contracture baker grade iii. Device was explanted.